Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 3. The pre-treatment weight was 94.7kg and target for the treatment is 2.5kg. Per the hcp, the pt was hypotensive on the machine and the post-treatment weight was 89.2kg which equals a net loss of 5.5kg. Per the hcp, the machine read 1.5kg of fluid removed. The pt was given 2500cc normal saline as fluid replacement. At this time the pt has fully recovered.